Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip at the grip tip of the clip. A piece approximately 2.21mm x 2.89 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the surgical tech noted the tip from the large hem-o-lok clip applier was broken off while setting up for the case. The instrument was removed and replaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip of the clip applier was damaged. The instrument was inspected prior to use. The issue was identified when setting up for the case. The instrument did not collide with any other instruments. No fragments fell inside the patient.